Event description:
On (B)(6) 2011, pt reported the down button on the infusion device has worked intermittently over the past 2 months. Pt has used this infusion device since (B)(6) 2007 and boluses approximately 7 times per day. The button does not remain flat after it is pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.